Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red screen with a da error code. Electrocardiograms are clear and everything else with the device appeared normal. The patient stated they use an arc welder. The device memory data was reviewed and contained no other information other than the single da error. The device remains implanted and inservice at this time.